Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In initial report section b5 was incompletely mentioned and the updated section b5 should be- the manufacturer was previously received information alleging of seeing particles in tubing/chamber and having nasal/throat irritation or soreness. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no evidence of contamination. The manufacturer completed an internal visual inspection. The manufacturer found evidence of looked like condensation or water droplets in the sound abatement foam on the left side of the blower box. The manufacturer found evidence of sound abatement foam degradation. The manufacturer concludes there was evidence of sound abatement foam degradation or breakdown. Section d4, d9, g3, h3 and h6 has been updated / corrected.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.